Manufacturer narrative:
Device analysis report attached.

Event description:
Per the clinic, the patient experienced retention issues. Troubleshooting attempts were made; however, the issue could not be resolved. The device was explanted (specific date not reported) and the patient was reimplanted with another cochlear device during the same surgery.